Manufacturer narrative:
The getinge field service engineer (fse) properly reconnected all boards and connectors and observed that the issue has been solved. The iabp unit was handed over to the customer in good working condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was showing autofill error and maintenance required code#1. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the problem was in the solenoid driver pcb and k6a valve both parts need to be replaced. Awaiting parts. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6)). Getinge fse resolved the issue after properly reconnect all the boards and connectors found the problem has been solved and its handed over to the customer in good working condition.